Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and an alarm log review were performed. During evaluation it was observed that the ac icon would not turn on when the device was connected to an electric current. The cause was a blown main fuse. The main fuse was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump¿s battery would not charge. There was no patient involvement. Additional information was requested and is not available.